Event description:
It was reported that the user experienced persistent hyperglycemia after receiving influenza and covid vaccinations, with a manual blood glucose reading of 372 mg/dl and the continuous glucose monitor reading high, while using the ilet with a 23-inch teflon infusion set. The user completed an infusion set change without identified hardware issues and later moved the infusion site due to suspected scar tissue, after which glucose gradually regulated. Symptoms included hyperglycemia and thirst. Outcomes included stabilization of blood glucose without medical intervention or hospitalization. Investigation included customer interview, device-use history review, and troubleshooting and education regarding cgm accuracy expectations and infusion site management. Investigation of this case revealed no device malfunction identified and a probable infusion site absorption issue related to scar tissue. It was concluded that the event was user-site related with cause unclear relative to device performance, and the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.